Event description:
The customer reported the device failed to power up.

Manufacturer narrative:
The customer reported the device failed to power up. This defibrillator is over 11 years old and this model has been out of philips support since december 2006. The device was evaluated locally. Multiple parts were replaced the resolve the issue.